Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen post a syncopal episode. Paramedics reported a monitor rate of 150, which looked like ventricular tachycardia however no shocks delivered. Additionally, the caller reported no stored episodes and no histogram data higher than 110. No resulting adverse effects and technical services (ts) provided a data analysis review. Ts confirmed two tachy zones; vt at 180 and vf at 200. Ts stated that, at the observed rates of 150, the device operated as programmed. The associated histograms from the last three months were likely not high enough to increment a percentage. Finally, ts assisted the caller to look at rate counts on the programmer to determine if there were intervals in the 140-160 rate range and explained how to add a third zone should the physician feel it would serve the patient's therapy needs.